Event description:
I can feel it and it hurts. I have got a lot of tissue built up over the leads. It is sore all the time. It is raised. You can see the impression of the pacemaker and the tissue build up on the lead. It hurts all the time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).